Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there was crack and ring was missing . The customer¿s blood glucose level was unknown. The customer stated that there was physical damage to the insulin pump on the reservoir compartment. The insulin pump will not be returned for analysis.